Manufacturer narrative:
The product has not been returned for evaluation. Production records for lot number h01l19088 were reviewed and no aberrances were noted. Should additional information become available, a follow up report will be submitted.

Event description:
Customer reported that a cryocyte freezing container that was filled with stem cells burst while thawing. The patient had two cryocyte containers with stem cells, only one was given to the patient. The stem cells from the broken container were not given to the patient. No further information is available, although additional information has been requested.